Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2023-00171-02 under a different suspect device. The field service representative (fsr) inspected the instrument and performed extensive troubleshooting by replacing the buffer pump and calibrated the probe. The replacement of buffer pump resolved the issue. An instrument service history review revealed no additional service tickets associated with discrepant patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the alinity system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) or the likely cause part was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I result for one patient who presented at the hospital with chest pain. The physician questioned the result. The sample was repeated, and the results were lower. The following data was provided: customer¿s reference range: 0 to 14 ng/l sid: (B)(6), initial result = > 3600 ng/l; repeat results = 14, 15, 16 ng/l. No impact to patient management was reported.